Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforation in the left main artery. A 2.8 x 19 mm graftmaster was being advanced to the lesion when it could not cross due to the anatomy. Another 2.8 x 19 mm graftmaster was used to successfully seal the perforation and complete the procedure. There was no clinically significant delay in the procedure. The final patent outcome was satisfactory. No additional information was provided.